Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has caused or contributed to patient injury previously. Device issue: guide wire separation. It was reported that the guide wire frayed while inserting it into the mid left anterior descending artery. No additional event or patient information was available. This is being reported based on the returned product evaluation which revealed a guide wire separation.

Manufacturer narrative:
Quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion. Evaluation summary: quality assurance analysis revealed that the guide wire was returned with blood and contrast on the tip coils. A portion of the tip coils and the tipball had separated and were not returned. The tip coils were stretched out and had separated 2.1 cm distal to the center solder. The core was intact. The shaping ribbon was intact and twisted for a length of 3 cm distal to the center solder. The tacking between the core and shaping ribbon had come apart. There was a bend in the core 5 mm distal to the proximal solder. There was no other damage noted to the guide wire. The guide wire was sent to the scanning electron microscopy (sem) lab for further analysis. Quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion.